Event description:
New information received indicates that the post-paced t-wave oversensing (pptwos) reoccurred on the implantable cardioverter defibrillator (ICD).

Event description:
New information received indicates that the programming changes were made to address post-paced t-wave oversensing (pptwos) reoccurred on the implantable cardioverter defibrillator (ICD). The patient was in stable condition.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing (pptwos). No intervention was performed. There were no patient consequences.